Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned due to micro dislodgement. It was noted that prior to revision, this lead exhibited undersensing and high pacing threshold. This lead appeared to be in a similar location under x-ray/fluoroscopy as the post-implant position so the physician to call it a micro dislodgement. This lead remains in service. No adverse patient effects were reported.